Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump turned off and received failed battery test alarm and weak battery alarm. The customer last night blood glucose was 187 mg/dl and when customer woke up it was 102 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, bad battery, weak battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.